Manufacturer narrative:
There was no prior problems reported by the facility for using the stand belt. The facility reported that the belt was returned back to their circulation due to nothing being wrong wit it. When the stand belt is in use, the individual has to be weight bearing as they are being lifted to the standing position. The backing on the belt that comes in contact with the body is a non-slip type. The facility reported there were two caretakers present and using the unit and belt noted the individual possibly passed out when lifting and slipped through the belt. We have instructed a medcare rep to visit the site and review lifting practice and ensure they reiterate need for patient to be cognizant and awake during use.

Event description:
A patient was being raised using a medcare sit and stand with a medcare stand belt and slipped through the belt as they were being lifted to the standing position and hit the back of their head along with three skin tears.